Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: snaring of stent from patient. Device issue: stent dislodgement. It was reported via a trial that a stent dislodgment occurred after the device failed to cross the lesion. The stent was retrieved with a snare device. No additional event or patient information is available.

Manufacturer narrative:
Inability to cross a lesion can be affected by factors including patient anatomical morphology, disease state, pre-dilatation strategy, device placement technique, interactions with other products, size selection, and accessory device support. Factors that can contribute to dislodgment include improper or inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and interaction of the stent with the lesion, accessory devices, and/or previously implanted stents. There was no report of stent movement prior to use. A root cause cannot be determined.